Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the imaging system took a spin and the images showed a nav tag, but they did not auto-transfer to the navigation system. The site was also unable to manually push the images. An error message appeared on the navigation system stating "transferred exam does not have registration information. Manual registration required". The site brought in another navigation system to continue their case with a new spin. Troubleshooting found that when attempting to pull logs, it was discovered that the date on the navigation system was incorrect. It was stating the 27th instead of the 26th. The system was updated. There was no patient impact reported.